Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient recently passed away and she had been in the hospital for a long time. The patient had a lung infection and was never able to be extubated and had seizures in the hospital. The patient was then placed on comfort care only and then later passed away. No other relevant information has been received to date.

Event description:
Additional information received noting that the death was not believed to be related to the vns. It was also noted the patient was receiving therapy at the time of death. The patient passed away on (B)(6) 2025 and vns system was not explanted. The causes of death were listed as aspiration pneumonia, sepsis and status epilepticus and it was noted to not be related to the vns system.